Manufacturer narrative:
The investigation is ongoing. H3 other text : the devices was discarded.

Event description:
As reported by the edwards field clinical specialist, during a tavr procedure, there was some difficulty inserting a 14fr esheath+ into the patient due to calcified vessel. Upon removal of the sheath damage was noted. Per provided photo, the distal tip appears split. After performing a show wave procedure and ballooning the vessel a new esheath was inserted. The procedure was completed and the sapien 3 ultra resilia valve was successfully implanted in the aortic position there was no harm to the patient.

Manufacturer narrative:
Update to h6 (component code, impact code, type of investigation, investigation findings, and investigation conclusions), and h10 to reflect engineering evaluation. The sheath was discarded. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and revealed that the distal tip appears to be split at the vertical score line. A 3mensio revealed tortous access vessels and calcification present in the access vessels and near the aortic bifurcation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the distal tip split was confirmed and subsequent difficulty introducing the sheath. Investigation results suggest that patient factors (calcification, tortuosity) may have caused or contributed to the difficulty/inability to introduce the sheath, while patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the sheath distal tip split. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.